Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -03.00 diopter, during the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Device code: 1494 this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).